Event description:
A malfunction alarm identified as malf 12 was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received assistance from technical support in resetting the pump and was informed to continue using it, with instructions to call back if the issue recurred. Customer acknowledged and understood the guidance provided.